Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified (touchscreen damage).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was between 150-200 mg/dl. Reportedly, the customer continued to use current pump for insulin therapy.